Event description:
It was reported that following the implantation of an elevate anterior graft the patient presented with a moderate vaginal infection with vaginal itch. Medication was administered on (B)(6) 2014. The event was considered resolved/recovered with no sequelae on (B)(6) 2014. There were no further patient complications reported as a result of this event.